Manufacturer narrative:
The device involved in the event has not been returned; therefore the event cause could not be determined. Correspondence has been sent out for return of the device. Once the device has been received and investigation completed. A supplemental report will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received report that the medtronic flow diverter was released, but it did not open at the distal portion. The devices were prepared and used per the instructions for use (IFU). The catheter was flushed as indicated in the IFU. The vessel anatomy was reported to have been severe. The aneurysm was in the left internal carotid. It was saccular and unruptured. The max diameter was 12 mm and the neck was 8 mm. The distal landing zone was 3.75 mm and the proximal was 4.5 mm.